Event description:
A physician reported a connection issue with the uv flash transfer set during use. The doctor stated that the patient adaptor was not connected properly with the titanium adaptor, when the customer changed the transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed because no sample was returned for evaluation; therefore, the root cause could not be determined. Sample is no longer available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.